Event description:
It was reported to philips that the x-ray computer was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. A field service engineer (fse) examined the system onsite and confirmed that the x-ray computer was unable to start. Upon reviewing the log files, found an internal software error. To resolve the issue, the fse reinstalled the suite pc software and restored backup data. After the reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.